Manufacturer narrative:
Follow-up # 1 ¿ (06/02/2014). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. Additionally, a DHR (device history record) was commenced on 04/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/02/2014). The patient¿s test strips have been returned on 6/4/2014 and evaluated by lifescan product analysis on 6/9/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 - (07/02/2014) - correctiona DHR (device history record) was completed on 05/21/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The power issue began on (B)(6) 2014 at 8 am. Three days later, the patient had symptoms of ¿urination, dry mouth, and not feeling well in general.¿ at the time of concern, the patient took an increase dose of insulin (18 units of humolog) to manage his diabetes. There was no report of any required hcp medical intervention. During troubleshooting, the patient indicated the meter did not turn on with the test strip insert but will turn on with the power button. There was no product misuse. The power issue was not resolved with training. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia after the power issue began. The lfs product was replaced and requested back for investigation.